Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that bleeding was detected during treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood being noticed during the treatment was confirmed but the cause is unknown. Three photographs of the implicated 20g powerloc safety infusion set were returned for evaluation. Blood residue was seen all along the needle and within the needle safety mechanism. The accumulation of residual material in this location may indicate either a leak at the needle housing or bleeding at the insertion site. Functional testing and microscopic examination could not be conducted without examination of the physical sample. There were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.